Manufacturer narrative:
Service representative replaced the generator batteries. The system was restored to normal operation and is operating as intended.

Event description:
Customer reported that the system was giving charger failed error codes during procedure. Also that dr. Expressed his anger. The pt info was withheld. The pt was not injured. States that the system had to rebooted after every error and this increased the time of the case.